Event description:
Customer reportedly obtained results of 250mg/dl and 62 mg/dl on the compact plus system within 10 minutes. Customer ate in response to hypoglycemic symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.